Manufacturer narrative:
The device was returned to olympus for inspection and the reported failure was confirmed. A root cause could not be identified. Based on the results of the investigation: the foreign matter was primarily composed of black silicone rubber. Silicone rubber is used in various medical devices/instruments for air/water valves, water tube connectors, injection tubes, and other gasket components. Fragments of silicone rubber may have entered the conduit line due to damage, deterioration, or falling off of these components. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was observed that during the device evaluation, the gastrointestinal videoscope exhibited a black foreign material detected inside the nozzle and foreign matter was clogging the air/water nozzle. There was no patient involvement.